Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. A review of the 2-month follow-up CT imaging shows a proximal type ia endoleak and an occlusion of the right iliac limb. The aortic body graft is positioned below the intended landing zone, placing the sealing rings in a larger aortic diameter than specified for the aortic body graft. The proximal iliac limb occlusion is likely due to the significant infrarenal angulation at the aortic body and iliac limb graft overlap. A re-intervention was performed on (B)(6) 2014 to place a palmaz stent in the seal zone and two stents in the aortic body and iliac limb graft overlap, successfully resolving the endoleak and occlusion with no additional sequelae reported.

Manufacturer narrative:
Device remains implanted.